Manufacturer narrative:
No definitive root cause was determined. However, the fe found that the pressure in the fluidics system was not of specification. Incorrect pressure/vacuum in the fluidics system can lead to loss in vacuum / pressure resulting in incorrect volume dispense of sample / reagent into the microtubes, leading to incorrect antigen/antibody ratio and possible false negative results. The patient's test results did not match manual gel results, preventing erroneous test results from being released. Gel cards reacted as expected. No similar incidents have been logged against this analyzer.

Event description:
The customer obtained false negative results with the ortho provue analyzer while performing antibody identification testing on a patient sample with a known anti-jka. The customer indicated that the provue interpreted the test result as negative. Testing performed on the same sample using the manual gel method confirmed positive reactivity. False negative test results can lead to transfusion of incompatible blood. Erroneous test results were not reported, as the test results obtained on the provue did not match results obtained with an alternate method or patient history.